Event description:
It was reported that when using the bd pyxis¿ es server, data sync was not publishing information to the server. Customer stated that when an entire dose was wasted, two messages left bd for epic: one was a waste and one was a return. It was requested to send the return to epic and suppress the waste transaction. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.